Manufacturer narrative:
H10 ? Device evaluation results: one portex tracheostomy tubes (blue line ultra) was returned for investigation in used condition. The sample was visually inspected at a distance of 12 inches under normal lighting. The visual inspection revealed that there was a missing component in the inflation line. It was not possible to inflate the cuff without the one way valve in the inflation line. A non-functional product complaint was there confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. It was thought that the damage to the one way valve happened after the product left the manufacturing facility. A definitive root cause was not established however.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical trach could not confirm that the product worked properly at the pre-use check. Then, during use, the cuff was unable to be inflated or deflated smoothly. There was no patient injury.